Manufacturer narrative:
Findings: unit alarmed a64 during self test due to faulty y1 on rf board. Unit received with minor scratched lcd window and cracked reservoir tube lip. Oz (B)(4) 2014. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-tim insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received an a64 alarm on her insulin pump. Her blood glucose was unk at the time of reporting. The insulin pump was returned. No add'l info was reported.